Event description:
It was reported that the patient was coughing with both unipolar and bipolar pacing. The lead was reprogrammed and no further tests or x-rays were performed. The patient had no further complaints and the right ventricular lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no medical intervention required.